Event description:
IV bag of 500mg of morphine sulfate in 100 cc normal saline loaded into pca pump and started at 1:40 p.m. 2/7/92. Physician's order read basal rate: 3 mg per hour. Pca dose 0.5 mg delay time 10 minutes. One hour dose limit 6 mg. Label on IV bag read 5 mg per ml. On 2/8/92 at patient received 500 mg morphine sulfate in 14 hiours, 20 minutes. Vital signs stable. Patient not in respiratory distress. Patient awake, alert and oriented x 3. Patient monitored closely over subsequent twelve hours - no compromise in patient's condition. Visual inspection of IV bag and evice settings immediately after ebvent demonstrated the programming errordevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, user education provided, other. The device was not destroyed/disposed of.